Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received appropriate anti-tachycardia pacing (atp) and shock therapy to convert an arrythmia. Review of the episode noted initial detection was in the vt-1 zone at 170 bpm and then the rate increased to the vt zone at approximately 192 bpm. The rhythm accelerated and became regular following the third burst of atp and subsequently decreased to approximately 165 bpm following the seventh shock. The device remains in service and no additional adverse patient effects were reported.